Event description:
Customer reported he had a motor error. Customer stated he did not report it due to he believes he was looking at the graph while a bolus was being delivered, as he was advised previously. Customer's blood glucose was unknown but was normal. He didn't feel any troubleshooting was required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.